Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the info provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of reviewing pt medical records and a plant investigation is underway. A supplemental report will be submitted upon completion of the clinical staff's assessment of the reported info and the plant's investigation.

Event description:
It was reported by the clinic that a pt had a cardiopulmonary arrest during hemodialysis treatment. The symptoms noted by the pt were trouble breathing. Observations by facility staff: change in the pt's level of consciousness, short of breath, hypotension. Contributing factors were noted by facility staff: downward trend or abnormal vial signs, multiple medications, recent hospitalization, congestive heart failure, peripheral vascular disease, seizure activity. Cardiopulmonary arrest intervention included chest compressions, oxygen administration, fluid replacement, ems team activated. The pt was transferred to local hospital by ambulance.